Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device passed the displacement test, self test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 82 noted. Motor was tested outside device and passed. However, pump error 63 alarm confirmed in the device history due to broken trace at pin at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm as well as insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.